Event description:
Implant attempt - hcp not comfortable with appearance of lead - "appears both svc coils and hvb coil are stretched at both proximal and distal ends of coils." The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) defib conductor distorted. (B) (4) full lead. (B) (4) deformation / fracture in 5cm proximal section of inner coil. Extension problems.